Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm and was not able to clear. Customer's blood glucose was 7.0 mmol/l. Insulin pump would need to be replaced.